Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced chronic pain, erosion, dyspareunia, nerve damage, incontinence, multiple surgeries, suffering, disability and impairment. Remeex system was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).